Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation conclusions: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. H.6. Investigation conclusions: code d12 added. According to the gore® dryseal flex introducer sheath instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma such as dissection. Additional information was received that the dsf2233 was the device used on the patient's right side and, therefore, associated with the reported dissection. The dsf1433 no longer requires investigation as there is no allegation of deficiency against this device. The following device is no longer associated with the event or MDR: catalog # dsf1433/ serial #(B)(6) / UDI # (B)(4). H.6. Investigation findings for analysis of production records: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d15.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in the aaa1701 tambe pivotal study. A dsf2233 gore® dryseal flex introducer sheath was used as an accessory on the patient's right side. The diameter of the patient's right common iliac artery distal landing zone was approximately 12mm and the diameter of the right external iliac artery was 10.2mm. On (B)(6) 2023, a new dissection was observed in the patient's right common iliac artery. The physician reported that the dissection is suspected to be related to use of the introducer sheath during the index procedure. No treatment has been performed and the event is ongoing.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in the aaa1701 tambe pivotal study. Two gore® dryseal flex introducer sheaths were used as accessories in the procedure. On (B)(6) 2023, a new dissection was observed in the patient's right common iliac artery. The physician reports that the dissection is suspected to be related to use of the introducer sheath during the index procedure. No treatment has been performed and the event is ongoing.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #dsf2233/ serial (B)(6)/ UDI (B)(4). D.10. Concomitant medical products and therapy dates: unavailable. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.